Manufacturer narrative:
Not a pride issue.

Event description:
Consumer alleges she was going down a handicapped accessible corner, the ground below her crumbled leading to her being thrown from the unit

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was going down a handicapped accessible corner, the ground below her crumbled leading to her being thrown from the unit.